Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable was unable to be confirmed. The mpu patient cable was not returned for analysis, and log files were not submitted. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the damage, the serial number of the mpu, if any images of the damage were available, and if any product would be returned for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch report (B)(4). Section a: patient identifier and weight not provided. Section d4: the device serial and lot numbers were not provided, and the manufacture (h4) and expiration dates were not provided. The primary UDI number in d4 is reflective of all available information. Section g3: it is unknown which device the patient was implanted with at the time of the event. The PMA number provided in g3 is associated with the most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2024 with complaints of damage to their power module patient cable for their mobile power unit (mpu). The patient's mpu was exchanged, and a new mpu was issued.